Event description:
Legal counsel for patient reported unspecified patient injuries as a result of an accident on (B)(6) 2013. Review of invoice history indicates the patient underwent left total knee arthroplasty on (B)(6) 2003 and right total knee arthroplasty on (B)(6) 2003. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014- 07899 / 07900).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
Legal counsel for patient reported unspecified patient injuries as a result of an accident on (B)(6) 2013. Review of invoice history indicates the patient underwent left total knee arthroplasty on (B)(6) 2003 and right total knee arthroplasty on (B)(6) 2003. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a left knee revision on (B)(6) 2013 and an additional left knee revision on (B)(6) 2014 allegedly due to pain and shock. Review of invoice history could not confirm either revision date.